Event description:
It was reported that a thrombus occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure and a 24mm watchman laa closure device was successfully implanted. A complete seal of the device was noted upon implant. Patient presented for 45 day follow up, which revealed a thrombus on the face of the closure device. The follow up transesophageal echocardiogram (tee) showed a 0.5mm leak. Patient was on eliquis 5mg twice daily post implant, but was not fully compliant with only taking it once daily; therefore, the physician switched the patient to xarelto. No reports of patient exhibiting adverse symptoms related to the thrombus. Patient will continue on xarelto and will present for follow up transesophageal echocardiogram at a later date.